Event description:
The handheld device was returned to the manufacturer for analysis. The serial cable was not returned for analysis. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld will not hold a charge and that the serial cable adapter connection piece is broken. A new programming tablet was provided to the physician. The broken handheld is expected to be returned, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.